Manufacturer narrative:
This event occurred during between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: january 20, 2021 - january 21, 2021. H10: two (2) devices were received for evaluation. Upon visual inspection along with magnification verified white floating particle approximately 1 mm in length likely identified of acrylonitrile butadiene styrene (abs) material with 1 sample only. The reported condition was verified. The cause of the condition could not be determined; however, the possible cause include customer handling or was inherent to the manufacturing process. The reported condition was not verified for other sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.